Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# va01q8p, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va01q8p, ubd: (B)(6) 2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported that the patient had a systemic infection since (B)(6) 2018 that was treated with IV antibiotics but the infection still persists and the system was explanted on (B)(6) 2018. It was unknown whether there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report and the patient was reported as alive with no injury. The plan was to replace the product in the future. No further complications were reported or are anticipated.